Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a plum 360 experienced an immediate uncontrolled shutdown during a patient infusion. There was no patient harm reported.

Manufacturer narrative:
Complaint "of immediate uncontrolled shutdown" was confirmed when trying to perform the cassette test and the device alarmed n56 (replace battery) however when the alternate current (ac) was disconnected the device powered off, also found this alarm in the alarm history logs. The probable cause is the battery. When the battery was replaced we were able to perform the cassette test with ac power or direct current (dc) power only. All relevant performance verification testing (pvt) passed with no alarm or error codes.